Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4-5. An xtw clip (40617r1090) was inserted and successfully deployed on the posterior and septal leaflets. However, shortly after deployment, it was observed the clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A an additional xtw clip (40729r1042) was then inserted and deployed on the anterior and septal leaflets. To stabilize the first clip, an additional triclip was inserted. However, while in the anatomy, it was observed the second xtw clip had detached from the septal leaflet and remained attached to the anterior leaflet (slda). Therefore, the physician decided to remove the third clip and discontinue the procedure. Tr remained at a grade of 4-5. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported unchanged tr appears to be due to the slda. Tr is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.